Event description:
It was reported that a spectrum pump had an improper shutdown during setup at the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown was reproduced. A review of the event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pins, which caused the pins to be depressed/jammed and unable to rebound as designed to make contact with the battery pin, causing it to turn off improperly. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.